Manufacturer narrative:
Insulin pump act button did not respond due to moisture damage on keypad trace. No button error alarm noted. Insulin pump had minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. Customer's blood glucose level was 232 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.